Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mechanical damage as the device was not returned for investigation. Without a device, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that during a coronary angiogram procedure, the physician used a 6fr angio-seal to achieve hemostasis. While preparing to perform a blood backflow test through the insertion sheath to confirm intravascular placement, a break was observed at the junction between the sheath and the hub. The physician immediately replaced the device with a new 6fr angio-seal, and vascular closure was successfully completed. No adverse patient outcomes were reported. There was no blood loss.